Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. The product has been received. Upon completion of the evaluation a follow up report will be submitted. Report 2 of 2.

Event description:
Report received from (B)(6) states: "no cutting function, but self test passed. No patient injury, surgery time prolonged by ten minutes to exchange packs. Surgery completed okay."